Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, - the lot number was17k with supplementary information number of "05". - the tissue pad was worn, partially peeled off. - the probe had contact marks which indicated that the probe and the grasping section came into contact. - there was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. - investigation was carried out by connecting an usg-400, td-sb400 owned by omsc and the subject device. The probe check was conducted, and result indicated no abnormalities. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection] ultrasonic output [inspection] appearance a likely mechanism causing the error and the tip of the tissue pad peeling off occurred due to the following: since ultrasonic waves were output with the grip closed (including after the tissue was cut) without gripping the tissue, the tissue pad was worn, and some peeling occurred. Due to the wear of the tissue pad, the grip and the tip of the probe came into contact. By continuing the output in the state of 2, a load was applied to the probe and an error occurred. In addition, contact marks were generated. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the tissue pad was peeled off within 5 minutes after the start of the lapaappe procedure. The user facility states that it seems an error has occurred, but the error code is unknown. The intended procedure was completed with another device. There was no patient injury reported.